Event description:
Port initially placed on [date redacted]. Patient had complaints of swelling and pain. Imaging performed and revealed fracture of port catheter within the left neck. The chest port required replacement and could no longer be used. Approximately 10 weeks later, the port was removed and replaced in surgery.